Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument involved with this complaint. And completed the device evaluation. Failure analysis (fa) investigations could not replicate nor confirm, the customer reported complaint "clip applier was dead" (out of lives). The instrument was returned with 14 lives remaining. A review of remotefe log confirms, that the instrument has 14 lives remaining and has not expired. The life indicator has not turned red. Which indicates that the instrument has not expired. Additional observations that were not reported by the customer: the instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip-clip test was performed and failed. The clip was unable to successful clip onto the tubing. No grip misalignment was observed. The instrument was also found to have an input disk cracked. Hairline cracks were found on the grip input disk.

Event description:
It was reported, that during central processing. The large hem-o-lok clip applier instrument was out of instrument uses. There was no patient involvement.